Event description:
It was reported that the patient's device had a power on reset. The patient was undergoing radiation therapy during the same time frame. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred for write to locked ram, on (B)(4) 2011. There was a patient alert for power on reset on (B)(4) 2011.